Event description:
It was reported that a perforation was located in the right coronary artery (rca). A 3.0 x 26 mm graftmaster stent was advanced via a 6 french guiding catheter. It was deployed at 15 atmospheres (atm) and post-dilatation was performed with a larger non-compliant balloon. However, the perforation was not completely sealed. A 3.0 x 12 mm graftmaster stent was advanced with the same guiding catheter. It was deployed at 7 atm, at which point, the stent delivery system (sds) balloon ruptured. Dilatation was performed with a larger non-compliant balloon to completely deploy the stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the graftmaster stent was advanced via a 6 french guiding catheter. It should be noted that the over the wire (otw) graftmaster instructions for use states: the appropriate guiding catheter size is 7 french. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
Failure to follow steps/instructions: wrong size guiding catheter used. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.